Manufacturer narrative:
Additional patient code of 3191 is provided for astigmatism. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2019 with blurry vision in both eyes to hyperopic astigmatic residual post treatment. The patent experienced loss of best corrected visual acuity. The patient¿s chief complaint was of blurred vision and more on the left eye than the right eye. Topical steroids were increased, and an enhancement procedure was performed. Physician suggested retinal/macula testing at his private office post-op visit on (B)(6) 2019. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -8.25 x -.25 x 90; left eye pre-op 20/20 -7 .00 x -.75 x 156. Bcva from (B)(6) 2019: right eye post-op 20/20 -1.00 x -.75 x 120; left eye post-op 20/40 1.50 x -2.00 x 2.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.